Event description:
It was reported that two weeks post-implant, the device displayed high impedance with appropriate sensing. Upon explant, device header was found to be broken.

Manufacturer narrative:
No medwatch form was received.